Manufacturer narrative:
Manufacturer's investigation conclusion: the log file for the 14-volt patient cable (lot number unknown) was evaluated for the reported event of the patient passing away. The log file contained data spanning approximately 9 days (311:5:56 ¿ 320:19:56 per time stamp, in a day:hour:minute format). The last 5 events of the log file spanned 1 hour and 24 minutes which was recorded separately due to the system controller¿s clock being reset. The black power cable¿s rsoc values were observed to be consistently low when the patient was connected to a power module ¿ rsoc values related to the white power cable were unremarkable. All low voltage values regarding the patient cable were correlated to power cable disconnect alarms. The low voltage values regarding the patient cable did not prevent the system from operating at appropriate pump speeds. The pump stop that occurred when the controller¿s clock was reset was stated to be unrelated to the 14-volt patient cable. No other notable events related to the patient cable were observed throughout the log file. The 14-volt patient cable was not returned for analysis. The heartmate ii patient handbook depicts all epc controller alarms and what the user should do to resolve them, including low voltage, power cable disconnect, and low speed alarms and advisories. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided on (B)(6) 2019 communicated that the root cause of the patient¿s death was mistakenly mishandling their battery charge. The patient cable was unrelated to the root cause of the reported event.

Manufacturer narrative:
This event happened at (B)(6) geriatric hospital and institute of gerontology in (B)(6). The reported lvad was reported under MFR# 2916596-2019-03028 and on the battery under MFR 2916596-2019-03307. Serial #, expiration date, manufacture date: the device manufacture and expiration date could not be identified. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient lost consciousness on (B)(6) 2019 and was found with both of the device's power cables were disconnected. When the patient's caregiver connected the device to the power supply, the patient's consciousness did not recover. The patient was admitted to the hospital and when the facility engineer confirmed the history, a clock reset was recorded. A log file analysis noted several odd voltages recorded on the white cable as well as a string of low battery advisories on day 318 between hour 19 minute 1 and hour 20 minute 43. It was suggested that if the patient cable was over one year old it should be replaced. Also, technical services recommended verifying the cleanliness and pin alignment of the battery clips, as well as ensuring the cleanliness of the battery contacts. Lastly, there was a recorded pump stop though the date/time was unknown due to clock reset after a loss of power to the controller. The date/time prior to this pump stop was day: 320 hour: 19 minute: 56. The following alarms were also reported: low speed advisory, low speed hazard, low battery advisory, low flow hazard. The cause of the low flow, low speed, and loss of power were communicated to be that the patient mistakenly connected to a drained battery. The cause of death was the patient's mishandling of the battery change. The device was operating with new batteries. No further information was reported.